Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Concomitant products: covidien shiley lot#20a0594jzx. Occupation: assistant director. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the shiley at the connection of the tracheostomy hub of a ciaglia blue rhino percutaneous tracheostomy introducer tray with shiley device broke off. Consequently, the device had to be removed and replaced in an additional procedure on (B)(6) 2020. No issues were identified in the initial tracheostomy insertion on (B)(6) 2020. Two days following the insertion, during tracheostomy care, the shiley of the device broke off. The device was replaced, as the tracheostomy tube was detached from the cuff and floating freely in the patient's trachea. No additional patient harm has been reported. Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Manufacturer narrative:
Investigation - evaluation: an issue was reported with a ciaglia blue rhino percutaneous tracheostomy introducer tray with shiley (c-ptisy-100-hc-perc8). Two days after insertion of the tracheostomy tube, the outer cannula was found to have broken apart from the collar and had to be removed. This was interpreted to be flange separation. A replacement device was placed at bedside. Cook became aware of this event on (B)(6) 2020 upon being notified by lutheran medical center. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as an inspection of the returned device, was conducted during the investigation. One used and damaged perc8 shiley tracheostomy tube was returned to cook for evaluation. Visual inspection noted that the flange is cracked and separated from the outer cannula. No other damage was noted. Cook has concluded that this device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device master record (dmr) revealed that the affected component is supplied to cook. The user provided both the supplier and cook lot numbers; however, the provided lot numbers were found to not be in association with each other. Though the lot number for this event has been declared as unknown as a result of this, cook regardless completed a review of the DHR for the reported cook lot number (10097897), which revealed no recorded non-conformances. A database search using that lot number found no other associated events. Based on this information, cook has concluded that the device was manufactured to specification and that there is no evidence indicating that non-conforming product exists either in house or in the field. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_ptis_rev4 [ciaglia blue rhino percutaneous tracheostomy introducer] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿warnings: only physicians trained and experienced in percutaneous tracheostomy techniques should use this device. Precautions: an ultrasound evaluation of the patient¿s neck prior to the procedure may aid in the identification of anatomical variances. This product is intended for use by physicians trained and experiences in percutaneous tracheostomy techniques. Standard techniques for percutaneous placement of tracheostomy tubes should be employed. How supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned product, and the results of the investigation, a definitive root cause for this event was unable to be established. Appropriate measures within the component supplier have been initiated to address this event and failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient and/or event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: d4- product lot, d4- product lot (MDR), d4- expiration date, d4- UDI, h4 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: b5, section c, d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 31jul2020, it was reported that no harm to the patient or delays in care were experienced with this event. The issue was first observed in he neuro critical care unit/sicu. Two days after placement on (B)(6) 2020 the rn went to change the inner cannula during trach care and discovered that the tube was not secured. The trach site was assessed and it was decided to take the patient to the or to place a new trach. The tracheostomy tube had broken free from the cuff was floating freely in the trachea. The trach was removed in the or setting. The anesthesiologist placed the endotracheal tube up to the level of the vocal cords but could not advance it. Bronchoscopy was used to help identify the airway anatomy. A bougie was placed through the old broken tracheostomy set and the set was then removed. Using the same bougie in place in the trachea, a new #6 tracheostomy set was uneventfully placed into the airway. The cushioning foam was placed beneath it and the tracheostomy cuff was sutured at 4 points to the anterior neck. The patient was stable throughout the procedure and maintained 100% oxygenation. Chest x-ray was performed to ensure that there was no pneumothorax and it was normal. The patient tolerated the procedure well and was transferred to the sicu in critical but stable condition.